Event description:
The patient underwent a posterior lumbar spinal fusion on the l4 through l5. The stryker techtonix short plate (number: 48200022) appeared to have a defective thread pattern on the inside of the plate, which prevented the blocker (or the locking cap) from being tight. Another plate was used without incident.